Event description:
A surgeon reported that there was poor cutting of two vitreous probes during a left eye vitreoretinal procedure for a previous retinal detachment. During the procedure the vitreous became filamentous and the retinal was pierced when performing aspiration. The procedure was performed. A laser treatment was performed and gas replacement was performed in the eye.

Manufacturer narrative:
There was no 25 gauge probe returned for evaluation for poor cutting. The poor cutting occurred twice with a pierced hole in the retina. There was no lot number identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).